Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there a change in the postoperative care of the patient due to the prolonged procedure? Nope. Were there any unexpected results or complications due to the prolonged procedure? Nope. Were there patient consequences? If so why ? Nope. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread was broken during knotting or slight tension. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4) date sent to the FDA: 07/20/2022 h6 component code: g07002 - device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: one empty labeled winding former and one open box with twenty-seven unopened samples of product 660h each were returned for evaluation. Visual and functional test were performed on the retuned device. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using a instron and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.